Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable pacemaker device exhibited an increase in output which affected the device longevity. Additional information indicated that the device was reprogrammed as the patient elected not to replace device due to some medical condition. The device remains in service. No adverse patient effects were reported.